Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a bent cannula and a blood sugar of 436 mg/dl. Troubleshooting was performed for the bent cannula. The customer treated with an insulin pen and declined troubleshooting for the high blood sugar. The device was not returned for analysis.